Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that there was a micro-dislodgement noted in the right ventricular (RV) lead resulting in loss of capture. The micro-dislodgement of the RV lead was verified by fluoroscopy. During the procedure, the RV lead was found to be stuck within the device header and could not be extracted. The pacemaker and the RV lead were explanted and replaced. The patient was in stable condition throughout the procedure.